Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during a saline trial, the customer received a minimum fill message when filling the cartridge. Reportedly the cartridge was filled with 100 units of insulin. Recommendation was made by tandem technical support to fill the cartridge with 120 units of insulin. There was no reported impact to the customer's blood glucose level as the cartridge was being used with saline. The customer and contact understood and had no further questions.